Event description:
Patient reported their machine is not working which caused the medication to spill. Patient is now out of medication and has been unable to take it since (B)(6) 2026. Date of malfunction: (B)(6) 2026. Missed dose reported. Unknown if defective device on hand for return. Unknown if md aware. No further info provided. Indication: chronic obstructive pulmonary disease, unspecified.